Event description:
The customer reported being hospitalized due to low blood glucose of 58 mg/dl. The customer was experiencing unexplained low glucose for several days. The customer stated that the events leading to her admission was itching of the skin and not eating enough. The customer's recent glucose reading was 252 mg/dl, and she has treated with food. Troubleshooting was performed. The programming time, and date were correct. The customer stated been on a medication since the hosp visit, which have caused sporadic highs and lows glucose. Days later, the customer called back reporting that the insulin pump had a blank display. Reviewed the alarm history and found weak battery alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.